Event description:
According to the complaint: hospital found a hole in plastic cover, and the sterility was therefore ruined. They suspect that the scalpel inside has caused the hole.

Manufacturer narrative:
Visual examination of the device packaging shows compression damage on both ends of the outer package indicating very rough handling of the package. The inner package is mainly intact apart from a hole at the center were the tip of the scalpel has penetrated the plastic container and a dent inwards on the package at the handle end of the scalpel. Postmarket surveillance shows that the current design of the package has been used since 1995 and large quanity of the devices have been distributed world wide. No previous complaints indicating any packaging is suitable for its intended use. The investigation has concluded that accidental and unforeseen shipping and/or handling damage of the outer carton has caused the damage to the device packaging. A caution on the packaging states that the product is sterile if the package is undamaged and since no previous complaints have been reported no further actions are taken.